Manufacturer narrative:
After several attempts, we were unable to confirm the repair status of the iabp unit in relation to this event. We subsequently learned that the iabp rental/loaner unit was back in service and used at another facility. In addition, a getinge field service engineer (fse) later evaluated the unit in connection to an unrelated event. The fse repaired the iabp unit by replacing an incompatible component, and cleared the unit for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) rental/loaner unit would not power up. There was no patient involvement. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) rental will not power up. It is unknown under which circumstances this event occurred. However, no death or injury was reported.